Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Initial reporter occupation: non-healthcare professional ¿ attorney (paralegal). (B)(4).

Event description:
Jun 09, 2017: supplemental information received. Reviewed letter received, informing that patient is scheduled to undergo a revision on (B)(6) 2017. It also states that the information confirms the attorney representing the patient for her claims against depuy asr. There are no medical records and laboratory values provided. Should there be new information received, this complaint will be re-opened. This complaint was updated on: (B)(6) 2017. Update ad 12 nov 2018: (B)(4) has been re-opened under (B)(4) due to medical records received. After review of medical records the patient was revised to address left hip arthroplasty failure with elevated metal ions. Clinical finding reported metal on metal asr cup with metal on metal bearing surfaces with elevated chromium and cobalt levels. There was minimal iron staining of the tissues. Labs results shows chromium and cobalt are above 7 ppb. Added revision hospital, doi, dor, head product details and affected side. Also added cup, sleeve and stem in the ip records, patient harm and expiration date of all ip's. Corrected patient identifier, name, and dob. Doi: (B)(6) 2009; dor: (B)(6) 2017: left hip.

Manufacturer narrative:
(B)(4). Investigation summary: the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken. The investigation regarding the root cause(s) and/or corrective actions was conducted under mdd CAPA (B)(4). Ongoing post market surveillance is conducted per our procedures for this product. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.